Event description:
It was reported the patient is deceased. It was also reported the "device was not working properly." He patient experienced ventricular tachycardia (vt) and ventricular fibrillation. The patient was found to be expired on arrival to the emergency room. The cause of death was listed as cardiac arrest.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
Additional information was received. There were no device malfunction allegations by a health care professional. Of note, the device "fired and converted appropriately."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.